Manufacturer narrative:
The device was returned, and the evaluation found that the covering of the knife wire was peeled and dislodged. The knife wire had broken, and when the broken part was checked, it was noted that the wire coating was torn, and the broken part was burnt and melted. When the outer diameter of the knife wire was measured, no abnormalities were found. When the length of the knife wire and wire sheathing was measured, it was noted that the wire sheathing was missing approximately 6.5 to 10.5 mm from the tip side. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic endoscopic papillary sphincterotomy, the sphincterotome was energized several times and the knife wire snapped while cutting the tissue. The output settings were unknown, although it was noted that the settings had not changed from previous settings. No shedding inside the body. There was no bleeding due to any malfunction. The doctor replaced it with another product with the same model number and completed the procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the cutting wire broke due to one of the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above (1), an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. It is likely, the slider was pushed causing the cutting wire to deflect. The coated portion of the cutting wire was then possibly rubbed due to the stress of contacting a metal area of the endoscope. Furthermore, it can be inferred that some kind of force might have been applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire was torn. The instructions for use (IFU) contains the following information regarding this event: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator." Olympus will continue to monitor field performance for this device.